Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirmed the reported issue. To fix the issue, the fse replaced the assy, display top lcd rohs. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) units display is distorted. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.